Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions, and the customer was able to continue using the pump without recurrence of the malfunction.